Event description:
Additional information received reported that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lead migration that resulted in a loss of stimulation/inadequate stimulation to the left leg. The lead was removed and replaced with a paddle lead. On (B)(6) 2013 mpxr 123471 (hcp/rep): it was reported that there was a lead migration that resulted in a loss of stimulation/inadequate stimulation to the left leg. The lead was removed and replaced with a paddle lead. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).